Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post total laparoscopic bilateral salpingo-oophorectomy with sentinel node biopsy, the patient had an abdominal pain (icd10-cm r10.9) and presents for an abdominal hysterectomy. The patient was doing well postoperatively, then developed pain approximately 2 to 3 days after discharge that gradually got worse. The patient denies fevers or purulent discharge. Stated that the patient had decreased appetite and nausea. Patient undergone radiology exam with findings of favor abscess although seroma and walled off hematoma and large 10 cm lesion within the posterior right lobe of the liver. Interventional procedure performed such as flush drain with 10cc of saline every 12 hours, monitor output, follow up cultures and partial drainage of the fluid collection. Intravenous (IV) antibiotics followed by oral antibiotics. Electrocardiogram (ECG) showed normal sinus rhythm, normal ECG.

Manufacturer narrative:
D10 concomitant products: scgaa, reusable generator a scgaa, (sn: unknown) scba, battery scba, (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post total laparoscopic bilateral salpingo-oophorectomy with sentinel node biopsy, the patient had an abdominal pain (icd10-cm r10.9) and presented for an abdominal hysterectomy. The patient was doing well postoperatively, then developed pain approximately 2 to 3 days after discharge that gradually got worse. The patient denied fevers. Stated that the patient had decreased appetite and nausea. The patient denied fever or purulent discharge. Patient undergone radiology exam with findings of favor abscess although seroma and walled off hematoma and large 10 cm lesion within the posterior right lobe of the liver. Interventional procedure performed such as flush drain with 10 cc of saline every 12hours, monitor output, follow up cultures and partial drainage of the fluid collection. Electrocardiogram (ECG) showed normal sinus rhythm, normal ECG.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post total laparoscopic bilateral salpingo-oophorectomy with sentinel node biopsy, the patient had an abd ominal pain (icd10-cm r10.9) and presents for an abdominal hysterectomy. The patient was doing well postoperatively, then developed pain approximately two to three days after discharge that gradually got worse. The patient denies fevers. Stated that the patient had decreased appetite and nausea. The patient denies fever or purulent discharge. Patient undergone radiology exam with findings of favor abscess although seroma and walled off hematoma and large 10 cm lesion within the posterior right lobe of the liver. Interventional procedure performed such as flush drain with 10 cc of saline every 12 hours, monitor output, follow up cultures and partial drainage of the fluid collection. Intravenous (IV) antibiotics followed by oral antibiotics. Electrocardiogram (ECG) showed normal sinus rhythm, normal ECG. The patient had postoperative abscess and anemia.